Manufacturer narrative:
The manufacturer previously reported all information on this device in MDR 2518422-2023-04401. MDR 2518422-2023-04402 was submitted as a duplicate report of the previously submitted report. This follow-up report has been filed for awareness about the duplicate report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged respiratory pneumonia . There was report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete